Event description:
Pt was implanted during a plif procedure from t10-ilium in 2010. The pt returned to the surgeon complaining of new onset of pain on an unk date. Exam revealed a broken rod on each side at the l4-l5 junction. The pt was returned to the operating room on (B)(6) 2012 for removal of hardware and revision to a new construct. This report is #2 of 2 for the same event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
Additional codes: mni, mnh, kwp, kwq. Implanted approximately 2010: information from returned questionnaire.

Event description:
This is 2 of 2 reports for (B)(4).